Manufacturer narrative:
Vyaire file identification: (B)(4). Any additional information received from the customer will be included in a follow-up report. The field service representative (fsr) went on-site to evaluate the suspect device. The fsr was able to confirm the reported event and performed troubleshooting. The fsr reported being unable to resolve the issue and determined the most likely cause of the reported event is the main printed circuit board assembly. At this time, the fsr is awaiting replacement parts to complete the repair. Once a final investigation is completed, a supplemental report will be submitted.

Event description:
The customer reported while using the vela ventilator; the unit displays transducer fault alarms. The customer performed troubleshooting, but the issue was not resolved. The customer reported there is no patient involvement associated with the event.

Manufacturer narrative:
The field service representative (fsr) repaired the device onsite and returned it working to service specifications. The fsr was able to duplicate and confirm the reported event. The fsr was able to determine the most likely cause of the reported event is the main printed circuit board assembly. After replacing the main printed circuit assembly, the issue was resolved. The fsr performed the operational verification procedure and reported the unit passed all testing. The fsr reported the defective part will not be returned. Due to the part not being returned, no further evaluation can be completed at this time.